Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during incoming inspection at a distribution centre, foreign matter was found in the sterile packaging. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Event description:
It was reported that during incoming inspection at a distribution centre, foreign matter was found in the sterile packaging. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.